Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) migrated into the patients scrotum. The physician removed the right cylinder, capped the tubing, and left the remainder of the ipp in place. No patient complications were reported.